Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a recessed gland which resulted in a fluid leak. It was observed that the primary tubing used for infusion piperacillin/tazobactam was leaking at the port closest to the patient. This issue was described as ¿the stopper appeared to be stuck resulting in a constant antibiotic leak¿. The patient was connected during the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.